Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion" customer statement: "equipment is in use with a patient. It was identified that it was sending medication more than expected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the user did not inform the date or the schedule in use during the adverse event. We verified in the usage history that the last volume and flow programming performed by the user was on (B)(6) 2023, for a volume of 12.5ml, at 20:59:45. At a flow rate of 0.5ml/h, at 20:59:54. However, on (B)(6) 2023, before the end of programming, the user decided to change the volume to be infused to 10.31ml, at 09:21:04 and then to 10ml, at 09:21:10. The amount already infused at this moment was 6.19 ml. When changing the volume setting, the user should be aware that the infusion time will also change. It is possible to observe that the user started and stopped the infusion a few times, this also changes the total infusion time. In the analysis of programming and infusion recorded in the history of equipment use, we did not find any evidence of infusion error. The functional test result indicates that the equipment is working correctly and accurately. Technical complaint of unconfirmed infusion error. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.